Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-dec-2029, UDI#: (B)(4). G2: the country of origin is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during implant, the lead was attached to the wens and connectivity was all green. Impedances were checked, and the lead had "avoid" recommendations on contacts 0-5. The patient could not feel stimulation coming from the lead. After cleaning the lead end contacts and placing them back into the wens, the impedances still would not clear. They used the 8-15 contact segment on the wens to re-check the lead to see if that might have been the issue; impedances were still high. The lead was replaced, and impedances were still high. In discussion with the surgeon it was noted that it would be unlikely to have two leads with the same contacts having issues, and it was theorized that there was some bleeding in the canal creating high impedances. They chose to leave the replacement lead there and were to wait for the issue to clear on its own. Additional information received from a manufacturer representative. It was reported that the issue occurred during the patient's ins implant. Re-tunneling was not required for the lead. It was unknown if the impedance issue had since been resolved; the patient was to return for a follow-up appointment on (B)(6) 2026. Additional information received from a manufacturer representative. It was reported that the representative met with the patient and all impedances were within the normal range.